Manufacturer narrative:
Unresponsive buttons due to moisture damage on keypad trace. No battery out of limit alarm noted. The insulin pump had frozen display due to corrosion on interface board.

Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing and the buttons were unresponsive. It was stated that there was any alarm during or after the buttons stopped functioning. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the display still was frozen. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.